Event description:
Baxter product surveillance received report from FDA on this pcaii pump. Pt was admitted due to altered mental status and fractured right shoulder in 2007. The customer reported pca pump treatment started at 1345. Physician order was for dilaudid with a loading dose of 0.5mg, concentration of 1 mg/ml, maintenance dose 0.2mg, lockout of 10 min and 1 hour limit of 1.2 mg. At 1445 found pt with agonal respirations, hypotension and 02 sat as low as 50. Oxygen was administered to pt and 1 ampule of narcan was administered with transient improvement in pt status. A second amp narcan given, pt arousal and vital signs improved. Hypotension remained. Md was at bedside. Pt was transferred to ICU where blood pressue and sat were monitored. Pt was released from ICU the next day. The facility reported that the pump was actually programmed at concentration of 0.2 mg/ml and maintenance dose 1 mg resulting in over dosage.